Event description:
Upon review, it was determined that we do not have reporting responsibility for this hip system. The initial report was submitted in error rand should be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon review, it was determined that we do not have reporting responsibility for this hip system. The initial report was submitted in error rand should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during an initial hip procedure the reamer handle fractured while reaming the acetabulum. There was no delay in procedure or adverse event. Surgeon used backup reamer to complete procedure. Attempts have been made and additional information on the reported event is unavailable at this time.